Event description:
Procedure type: colon resection. According to the reporter: dr (B)(6) had a leak through a ta staple line. This was fixed intra-operatively by oversewing the staple line. The surgical time was not delayed by more than 30 minutes. The patient presented with a leak sometime post-operatively. The ta staple line came apart where the staple line meets the gia at the anastomosis. The patient required re-operation and a diverting ileostomy. The patient status is alive and healing. No reinforcement material was not used.

Manufacturer narrative:
(B)(4).